Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had air bubbles in their tubing. Troubleshooting was able to remove the customer's air bubbles from their tubing. Customer also reported experiencing high blood glucose. The customer's blood glucose was 250 mg/dl. It was found the customer had dry mouth from their high blood glucose. Troubleshooting also found the customer's drive support cap was protruded and their settings were correct. Customer also stated their cannula was not bent. The customer was advised to change out their entire infusion set, reservoir, and insulin. Customer also reported they had to change to frequently change their infusion set twice a day. No additional information provided.